Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces.

Event description:
It was reported that the customer was hospitalized with a blood glucose of 500 mg/dl. The caller stated that the customer was unconscious when she was admitted. The caller stated that the insulin pump was removed from the customer when she was admitted, and when it was returned to her the screen was frozen. The battery was replaced, and the insulin pump alarmed button error. Advised the caller that the insulin pump would be replaced. Nothing further was reported.